Event description:
Swollen neck [local swelling]. Metallic taste in mouth [dysgeusia]. Difficulty breathing [dyspnoea]. Case description: spontaneous report received on 06-mar-2009 from a business representative regarding a male patient (unknown age and initials) with an unknown history, who experienced anaphylactic shock and a swollen neck after starting synvisc. The patient received two injections of synvisc into (an) unknown knee (s) on (an) unspecified date(s). The reporter stated that he talked to the patient's physician assistant who stated that the patient presented with anaphylactic shock and a swollen neck. The patient went to the emergency room and received benadryl and the symptoms resolved. Additional information was received on 10-mar-1009 from a telephone conversation with the health care provider who clarified that the patient did not have an anaphylactic shock reaction, but that he had difficulty breathing, which was not life threatening. The hcp stated that two minutes after the patient received the second injection of his first synvisc series, he reported a metallic taste in his mouth. The hcp said she made him stay in the office to observe him for thirty minutes, but after thirty minutes he left to go back to work. Two hours later when the patient was at work, one of his co-workers noticed that the patient's neck was swollen. The patient had his co-worker drive him to the emergency room because he started to have difficulty breathing. When he was in the emergency room, he had difficulty breathing and he was admitted to the hospital overnight for observation. The patient received benadryl and his breathing difficulty resolved overnight.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.